Event description:
The original issue was a probable recahrge of the battery did not happen so the machine had to recycle when hooked up electrically. However, on independent review, conducted as a safety measure, it was discovered that the battery was defective.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-95. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.